Manufacturer narrative:
The device is available for eval but has not yet been received. Add'l info will be submitted once the device is received and the quality investigation is completed.

Event description:
It was reported that the micro sagittal saw was overheating during a procedure. No adverse event was reported. The procedure was completed with a readily available alternate device without any procedure delay.